Event description:
It was reported that during a laparoscopic gastric bypass, the device cut but did not staple, while creating the gastric pouch. The staple drivers on the load were activated. The procedure was converted to open and additional sutures closed the openings in the pouch and remnant. The pt developed abdominal pain and respiratory distress and returned to the operating room two days later. An exploratory laparotomy was performed during which they closed a rupture in the gastric pouch. The pt was released 5 days later with no further complications.